Manufacturer narrative:
(B)(4). It was further reported that the expected infusion time was 46 hours and device total fill volume was 230 ml. The device was filled with 134 ml of the drug/diluent. Manufacturing date from 12/21/2015 to 12/22/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that lagre volume infusor did not infuse fully within the specified time. The patient only got half of the medication after 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.